Manufacturer narrative:
(B)(6). Technical services (ts) reviewed the patient registration. The first registration reviewed shows the probe being picked up during the trace. Numerous red points are showing off of the scan. The second registration has a yellow zone of accuracy encompassing frontal anatomy, but some trace points are collecting under the skin. Ts would recommend utilizing more posterior anatomy that was in the scan. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for cranial resection procedure. It was reported that the system was inaccurate with the axiem. There registration was done with a 2.2 mm and the navigation was found to be accurate at the start of the surgery. During the surgery the system was inaccurate. When the surgeon was touching the midline, it was showing more lateral in the navigation screen. The depth accuracy was good. There was no reported delay to procedure and no reported impact to patient outcome. Additional information was received. After registration it was all accurate on bony landmarks so they proceeded with surgery. In between they felt accuracy was bit off when checking nearing midline.

Manufacturer narrative:
Initial reporter updated. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and determined fully operational. It was noted that the software was updated to a current version. If information is provided in the future, a supplemental report will be issued.